Event description:
A customer called in on 09/28/2010 reporting they did not receive their meter ordered on (B)(6) 2010. The customer further reported on (B)(6) 2010 at 9:00 am the customer had a product issue that led up to the medical episode occurred on (B)(6) 2010 at 10:00 am. Although the customer stated the medical event was related to a delivery delay, the time-frame suggests that the medical incident was related to a "test does not start after sample applied" issue reported in case (B)(4) on (B)(6) 2010. The customer stated they were unable to use their meter as they put blood in the meter and as a result of being unable to test, she felt "hot, dizzy, and like she was going to pass out. "She reportedly was seen by a doctor, diagnosed with hyperglycemia and treated with insulin. It's unknown if the insulin was a part of the customer's regular diabetes regimen. The customer also reported self-treating with "glubside", antihypertensive medication and water to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 409 mg/dl and 32 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's products have been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. One of the readings the customer reported was found in the meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.